Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted after correct set-up of the unit using healon pro as per direction for use. Doctor discovered a particle later and removed it without expanding wound or anything. As per the surgeon it is unclear if the particle came from the healon pro or the iol. No further information provided. This MDR report pertains to the suspect iol. A separate report will be submitted for the suspect healon pro.

Manufacturer narrative:
A specimen container was returned and visual inspection using magnification was performed to the returned sample. No particle was observed inside the container. The complaint issue reported could not be verified. Product deficiency could not be determined. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the material was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.